Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-09-25. H.6. Investigation summary: three photos and one loose 1ml ll syringe were received and evaluated. It was observed the syringe had illegible print throughout the entire scale that was also rolled to one side. Print quality was rejectable per product specification. Potential root cause for the illegible scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 0034951 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had illegible volume marks. This was discovered before use. The following information was provided by the initial reporter: volume marks on syringe illegible.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had illegible volume marks. This was discovered before use. The following information was provided by the initial reporter: volume marks on syringe illegible.